Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch to unipolar as it exhibited a high out of range pace impedance measurement greater than 3000 ohms. A device check noted that in unipolar measurements appeared within range, however in bipolar the impedance measurements are out of range, capture is difficult to assess, and noise was noted. Technical services (ts) discussed it was physician discretion on leaving in unipolar and continuing to monitor. Ts discussed possibility of oversensing and went over possible troubleshooting options. Ts also noted that this appears to be fracture. This rv lead remains in service. No adverse patient effects were reported.